Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device dropped the charge. This issue has the potential to either delay, or prevent, defibrillation from being delivered.there was no patient involvement reported with the event.

Event description:
A customer contacted stryker to report that their device dropped the charge. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to redmond. The reported issue could not be verified, could not be duplicated, and root cause could not be determined.